Event description:
Related manufacturer reference number:2017865-2023-05236. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle (rv) lead and right atrial (ra) lead exhibited noise that was oversensed by the device. Both rv and ra leads were capped and replaced on (B)(6) 2023. The patient was in stable condition.